Manufacturer narrative:
On (B)(6) 2012 an ocd field engineer (fe) went to the customer site and checked all camera adjustments for the false negative and cameras looked good no adjustment needed. The fe also did a probe bottom calibration. There was no change in calibration (calibration ok). The customer ran controls and all controls ran as expected. No repairs needed instrument running as expected. (B)(4).

Event description:
The customer states that on (B)(6) 2012 the ortho provue reported a false negative antibody screen result for a sample that were positive in manual gel. Incorrect results were reported as a result of this incident. Corrected reports have been issued for the affected samples. There was no transfusion reaction or harm to any patient.